Event description:
Sales rep. Reported that: "valve was not functioning properly and had to be explanted. Surgeon believes that the silicone casing was torn".

Manufacturer narrative:
Upon completion of the investigation it has been noted that this complaint has been confirmed. The likely root cause was believed to be that the valve housing sustained some form mechanical damage during the implantation procedure. A small cut or a sharp edge of an instrument may have been the cause of the beginning of the crack. It could also be likely that a cut or abrasion on the housing prior the implantation period which resulted in a further propagation of the tear during the implantation period. However, the nature and source of the damage could not be precisely determined. A review of the device history records confirmed that the valve conformed to the specifications when released to stock in january 2006. Based on the results of this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.